Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a s205 (battery failure) alarm code. There were no reports of any adverse pt events and no reports delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not completed. This report represents all the info known by the reporter upon query by hospira personnel.